Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based upon the information that was provided, a root cause could not be definitively determined.

Manufacturer narrative:
The information provided on this form was previously submitted under manufacturing report number 0001822565-2016-01956. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to tibial loosening.